Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported the programmer head was beginning to fail. The programmer head cord had to be moved in a certain direction just to interrogate device and it would only intermittently work. The programming head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head failed uplink amplitude functional test and failed bench test; rf head cable found out of electrical specification. Analysis also found the upper case was damaged, the led (light emitting diode)window was cracked, and the lower case was damaged due to a stripped screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.